Event description:
Information was received from a patient (pt) regarding an external device. Spanish interpreter was conferenced on. Pt rep said that the patients devices are not working and wants everything replaced. They couldn't answer when they problem started, and they kept interrupting the interpreter. They said when the patient puts recharger telemetry module (rtm) against their implant it gets really hot. They said the rtm cord is damaged, and the controller "is not working" but couldn't get any more specific than "its not working and she was in pain". A request was sent to repair dept to replace the rtm.

Manufacturer narrative:
B3: event date was asked and it was unknown. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial#: (B)(6), UDI#: (B)(4); product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.